Event description:
It was reported that while performing the upstream occlusion test, the device continuously emitted a beeping sound. The event occurred during testing. No patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found missing cassette gasket, upstream occlusion sensor (uso) seal buckling. Performed performance verification tests (pvt). Unit passed all testing criteria. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.